Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the 35 volt failure in the device logs and replaced the power management board and advised the customer to let the system charge 24 hours prior to use. The system passed testing, was deemed functional and the issue resolved.

Event description:
It was reported that unit declared a 35 volt supply failure alarm. The device was in use at the time of the event; however, there was no patient harm.